Event description:
It was reported that the implantable neurostimulator (ins) had a second overdischarge and it was unable to be rebooted. It was noted the patient was very forgetful and noncompliant with recharging. Diagnostic testing and troubleshooting were performed. There was no alleged product issue. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. As a result of the event the ins was replaced on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3888-33, lot# v313524, implanted: (B)(6) 2009, product type: lead; product ID 3888-33, lot# v305664, implanted: (B)(6) 2009, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).